Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 5/10/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two sterile packages and an empty product were returned to for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that two xc200 reloads were received inside of its sterile packages with no apparent damage. The packages were opened and the reloads were tested for functionality with a test reload. Upon functional testing of the clips, the instrument loaded, retained and deployed 6 clips of each reload as intended over the suture. The clips were fully functional and conforming. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device re2alj/xc20002 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg date: 05/24/2021, expiry date: 04/30/2024. A manufacturing record evaluation was performed for the finished device rk2akq/xc20002 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg date: 09/20/2021, expiry date: 08/31/2024. . Additional information was requested, and the following was obtained: 1) package lot number of the clips? Rj2adm, re2alj, rk2akq. 2) what suture type was used? Unknown. 3) what suture size was used? Unknown. 4) when the even occurred, was the suture placed near the hinge of the clip? Not applicable. 5) were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No. Clip would not stay in applier. 6) was the applier checked for damage (jaws straight and aligned)? Yes. None evident. 7) what was the surgical procedure involved? Robotic partial nephrectomy. 8) was this a robotic procedure? Yes. 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Not applicable. Clip would not stay in applier. 10) device return status/follow up? Unopened product from lot# rj2adm is being returned for testing. Related to: 2210968-2022-03573, 2210968-2022-03574, 2210968-2022-03576.

Event description:
It was reported that a patient underwent a robotic partial nephrectomy on (B)(6) 2022 and suture clips were used. During the procedure, the clips would fall out of the device when loaded. A new device was used and one set of clips also fell out of it. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.